Manufacturer narrative:
Additional, corrected and/or changed data: b.5.

Event description:
Healthcare professional reported ¿explant due to rupture¿ diagnosed via ultrasound. This record is for the left side. Device was explanted.

Event description:
Healthcare professional reported ¿explant due to rupture¿ diagnosed via ultrasound. This record is for the left side. Device was was explanted.

Manufacturer narrative:
Continued e1 (phone number): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ¿explant due to rupture¿ diagnosed via ultrasound. This record is for the left side. Device was was explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: not observed. As per the investigation procedure, wear abrasion was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b1, d9, h3, h6.